Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device produced malformed clips. Another device was used to complete the case. There was no adverse consequence to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary: as a lot number was not received, a device history review could not be performed.